Event description:
It was reported that this right ventricular (rv) lead exhibited an episode of high, out of range pacing impedance greater than 3,000 ohms, and a lead safety switch in (B)(6) 2022. This rv lead remains implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5120092.